Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/15/2024, it was reported by a sales representative via phone that qty. 2 of an ar-9145-36 arthrex universal glenoid peripheral locking screw 36 mm had an issue during a reverse total shoulder arthroplasty on (B)(6) 2024. When the surgeon was trying to lock the first screw into an ar-9120-01pc revers glenoid porous coat baseplate, s, he felt the screw was not locking down correctly. He backed out the screw, as this had occurred in a previous case which had been previously reported, and discarded the device. He then used a second ar-9145-36 arthrex universal glenoid peripheral locking screw 36 mm with the same batch number, which he felt was also not locking down correctly. However, it was down enough and affixed correctly to leave it inside the patient. The surgeon felt the two screws were not biting correctly into the baseplate and wanted to report the complaint. There was no issue observed with the base plate. The procedure was completed successfully with no harm to the patient. There was no case delay, and no additional anesthesia was administered. This occurred during use with no reported patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-9145-36 arthrex universal glenoid¿ - peripheral locking screw 36 mm serial/batch number (B)(6) was received for evaluation. A visual inspection revealed missing material at the hex of the screw head. Dents, scratches and material peeling off were noted on the side of the screw head. Nicks and scratches were observed on the threaded body of the screw. The screw shows signs of cross-threading on both the body and the head. Functional testing was performed with a good know plate found that the screw doesn't completely seats on the bushing's holes. The screw¿s critical dimensions were measured according to drawing 070123 at revision 2. For component 070123-03, no nonconformities were found. Screw# 2 : 40° ± 2° (38°- 42°) result: 41°. ø 5.4 ± .1 (5.3 - 5.5) result: 5.4. ø 4.5 ± .1 (4.4 - 4.6) result: 4.6. ø 3.5 ± .1 (3.4 - 3.6) result: 3.5. 5.8 ± .1 (5.7 - 5.9) result: 5.8. ø 2.3 ± .1 (2.2 -2.4) result: 2.4. R 0,7 ± .2 (0.5 - 0.9) result: 0.7. ø 4.5 ± .1 (4.4 - 4.6) result: 4.5. L1= 36 ± .3 (35.7 -36.3) result: 36. ø 4.7 + 0 /-.03 (4.67 - 4.70) result: 4.70. The most likely cause of the reported failure is misuse due to a misaligned insertion.